Manufacturer narrative:
Failure event observed during analysis. A partial lead was returned in three pieces. The connector piece (a) measured 6.7 cm, an inner insulation piece (b) measured 2.0 cm and the distal piece (c) measured 53.1 cm. Final analysis found four external insulation abrasions on distal portion (c) breaching outer insulation and exposing outer coil due to friction to another device or feature of the heart were noted at 4.4 cm to 4.5 cm, 31.0 cm to 32.4 cm, 33.0 cm to 33.9 cm, and 35.0 cm to 35.5 cm from the distal tip to the extraction suture tie region.

Event description:
This report is to advise of an event observed during analysis.